Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug via an implantable pump. It was reported that the pump was found flipped when the patient went to her managing physician's office for refill. The patient is not aware of when or how long-ago pump flipped- believed it happened when laying down and rolling over. She was referred to see the surgeon for revision on (B)(6) 2025. The issue was not resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was 245 pounds during the surgery. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the pocket revision surgery was yesterday. The pump flip was confirmed. The pocket was made deeper to connect to fascia. Depth of the pump confirmed catheter access port (cap) and refill reservoir were accessible with medtronic needles. They successfully aspirated. The patient was sent home with abdominal binder. The patient has appointment on monday on (B)(6) 2025 with managing physician office to continue managing pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the issue was resolved. Additional information was provided from a company representative (rep) stated that the patient physician reported the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.